Manufacturer narrative:
Correction/removal number: 3002809144-02/27/19-001-c. A product correction letter was issued on february 26, 2019 to all alinity ci-series processing module customers. The letter informs the customer of the issue regarding the safety interlock covering the septum piercing probes within the bulk solution bottle holder, which may not deploy when a bulk solution bottle is removed from the alinity I processing module. The letter further warns the customer of the probe stick hazard and potential exposure of unprotected skin to the bulk solutions. The alinity I trigger solution contains hydroxide at a concentration that may cause skin irritation; and the alinity I concentrated wash buffer contains 5-bromo-5-nitro-1,3-dioxane, which may produce an allergic reaction. The product correction letter provides instructions to continue to follow the alinity ci-series operations manual when replacing the bulk solutions. An abbott representative will contact all impacted customers to schedule time for placement of hazard labeling in the bulk solution area to increase awareness of this hazard. Additionally, the ci-series operations manual is being updated to include the hazard information.

Event description:
The customer reported the alinity trigger bottle was leaking on the alinity I analyzer. The field service engineer replaced the cabs key cap assembly for the pre-trigger. No exposure, injury or impact to patient management were reported.